Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient had hyperglycemia due to an e-4 occlusion error message on the infusion device. The blood glucose result was "hi" mg/dl on the patient's aviva combo meter. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient felt drowsy and he was unable to self-treat. The patient's wife treated him with 10 units of insulin via shot. The patient's blood glucose result was 450 mg/dl after the treatment of insulin. The patient was not taken to the hospital. The infusion device is not expected to be returned for product evaluation.